Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump was over infusing . It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and delivery testing performed, and the pump failed. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service trimmed the pump expulsor to correct the report problem. The root cause of the issue is unknown.